Event description:
It was reported that during a da vinci-assisted general bariatric revision surgical procedure, the customer reported to technical service engineer (tse) that monopolar energy was being applied when energy stopped and noticed a c-34 error present on the integrated electrosurgical unit (iesu) or erbe generator. Tse confirmed the error via the system logs, 25913, c-34. Tse walked the customer through performing a hard power cycle on the erbe and it powered back up with c-34 persisting. Tse recommended swapping the erbe with a third-party iesu device. Tse then assisted the customer with connecting the force triad EU device and the energy was applied. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was returned, and failure analysis could not reproduce error c-34 on erbe generator during use. The reported problem was confirmed using system logs for 25913 and arm complaint details generator power back up with c-34 persisting. The erbe was tested using the system and the unit energized, cauterized, and recognized instruments with no issues. Upon visual inspection, there were no issues found that would be related to the reported event. It was determined that the root cause happened in the field as being c-34 hf high voltage. The unit will be returned to original equipment manufacturer (OEM) for additional failure analysis. The complaint was not confirmed based on failure analysis. The probable root cause is attributed to hf high voltage.